Event description:
A report was received that stated a 760 ventilator keep running the power on self test (post) for a long period of time. The lower liquid crystal display (lcd) was also erratic. There was no patient involvement.

Manufacturer narrative:
This product is covered under exemption :(B)(4) and does not require this form. The form was submitted in error. The event will be documented and included in the regular asr submission.(B)(4).